Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl as well insulin pump was under delivering. The customer's current blood glucose is 229 mg/dl. Customer also had blood glucose level of 374 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer reports they do not have a back-up plan available. Customer reported that the insulin pump was not came under 545 mg/dl. The customer was treated by intravenous fluids. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will be returned for analysis.